Manufacturer narrative:
Block b3: exact date unknown, event occurred four years from the date manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-9218-15. Serial number: (B)(6). Batch/lot number: 20865438. Model/catalog description: precision m8 adapter 15cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-9218-15. Serial number: (B)(6). Batch/lot number: 20865438. Model/catalog description: precision m8 adapter 15cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.